Event description:
During on-site service, the baxter service technician experienced a low battery alarm on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, power on self-test, internal battery test and alarm log review were performed. During a visual inspection a low battery alarm was identified to have been triggered during the internal battery test. The cause of the alarm was a damaged battery. The battery was replaced; the pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.